Event description:
Ems personnel were attending to a pt in cardiac arrest. Reportedly when an attempt was made at charging the device to deliver defibrillation therapy, it allegedly displayed a connect electrodes message and would not charge. The pt was transported to the hosp. There were no adverse effects reported to the pt as a result of the alleged malfuntion.